Event description:
A hospital in (B)(6) reported that the inspiratory limb of an rt340 adult dual heated evaqua breathing circuit did not heat after 2 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limb of the complaint breathing circuit was returned and a heater wire resistance test was carried out using a multimeter. Results: the expiratory limb of the complaint device was found to be within specification for this product. The inspiratory heater wire was found to have insufficient connection with the heater wire pin. A lot check revealed no other complaints of this nature for this lot number. Conclusion: intermittent contact in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the contact between the heater wire became intermittent post production, possibly as a result of a weak crimp connection.